Manufacturer narrative:
The previous system controller exchange was reported in MFR# 2916596-2021-07842. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had shortness of breath on (B)(6) 2021. The patient had a fall and their legs were swollen and they were bleeding for 3 days post incident. A review of their log files was performed by technical services. Upon their review, a system controller exchange was found to have occurred on (B)(6) 2021. They also found no external power events had occurred on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. These events were noted to have been from the patient simultaneously disconnecting power from both system controller leads. There was also an elevated power event on (B)(6)2022, where the power rose to 10 watts.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the log file confirmed pump power elevations. A specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient had difficulty breathing. Additionally, the patient had a fall about a week prior resulting in swollen legs and bleeding for 3 days. Throughout the submitted log file captured data, there were frequent pump power and flow elevations as high as 10 watts and 9.1 liters per minute (lpm). The pump operated at or above the low-speed limit for the duration of the captured events. The pump appeared to operate as expected. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous system controller exchange was reported in MFR# 2916596-2021-07842. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had shortness of breath on (B)(6) 2021. The patient had a fall and their legs were swollen and they were bleeding for 3 days post incident. A review of their log files was performed by technical services. Upon their review, a system controller exchange was found to have occurred on (B)(6) 2021. They also found no external power events had occurred on 03jan2022, 05jan2022, and 16jan2022. These events were noted to have been from the patient simultaneously disconnecting power from both system controller leads. There was also an elevated power event on (B)(6)2022, where the power rose to 10 watts.